Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing was noted on the rv channel inhibiting biv pacing due lead dislodgement. The lead was repositioned. Patient is doing fine.